Event description:
Caller reports comparison of meter to lab while using the inform system with result of hi (>600mg/dl) on the meter and 172mg/dl at the lab. Caller reports l1 and l2 controls were run and passed; no specific results were provided. Caller reports pt was treated with an unk amount of insulin based on meter result; had to be moved to the hosp because of an adverse reaction to treatment. A request was made for return of the suspect product and a replacement was sent.